Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not work when fired as the clip would not close. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Jaws the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident the device was functionally evaluated. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; however, it is known from the history of the instrument that the condition of the jaws may lead to dropping/ejected clips. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.